Event description:
After firing the instrument, it's jaws would not open to release the tissue. Therefore, the surgeon sutured around the instrument that was locked on the tissue and transected around it to remove it and complete the case. Procedure: lap appendectomy. Pt status: no pt injury reported.